Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09301. It was reported that the patient presented remotely. Review of the transmissions revealed an alert for a non-sustained right ventricular oversensing episode that was triggered due to right ventricular loss of capture on the implantable cardioverter defibrillator. The ventricular depolarization was coming delayed after the pulse, indicating high capture threshold for the right ventricular lead. In addition, the right ventricular low voltage lead impedance had been gradually increasing and more than doubled. The device was reprogrammed to address the issues. The patient was asymptomatic.